Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was 'no power possible' error with the fan power box. The unexpected system logging stops indirectly indicated the system malfunction. Upon troubleshooting, fse found the power was shut off and the system fan power tray module was deinstalled from the cabinet. To resolve the issue, fse replaced the fan tray within the main cabinet, and the defective part was returned to philips for failure analysis. The cause of the failure was found to be a defective 24v power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.